Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the atrial lead could not be inserted to the pulse generators header. The lead was able to be inserted with the use of silicone oil.